Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. Device analysis revealed detached proximal sheath assembly and damage guidewire exit port assembly. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-00933. It was reported that a catheter stuck in stent occurred. The 75% stenosed located in the mildly tortuous and severely calcified target lesion was located in the proximal left circumflex artery. Following predilation, a 3 x 20 mm synergy¿ drug-eluting stent was successfully deployed. An intravascular ultrasound imaging (ivus) was performed using an opticross¿ imaging catheter. When the opticross¿ imaging catheter was pulled out, it got stuck at the proximal part of the stent which was around the guidewire exit port as seen under angiography. The proximal inner side of the stent strut was noted to be bent. The imaging could not be removed even if it was pushed> finally, the imaging catheter was successfully removed by pulling out the imaging core and placing the child catheter over it. The procedure was completed with another of same device. Additional intervention to the synergy¿ stent was scheduled on a later date. No patient complications were reported and the patient's status was stable.